Event description:
It was reported that during a cryo ablation procedure when the balloon catheter was inserted into the sheath, the sheath was aspirated and flushed and air was noticed. The sheath was replaced. The procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and sheath, 4fc12 with lot number 53052, were returned and analyzed. The data files showed system notice 50002 (electrical component failure) unrelated to the reported event. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was produced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking. In conclusion, the reported air ingress issue was confirmed through testing. The sheath, 4fc12 with lot number 53052, failed the return product inspection due to the hemostatic valve leaking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.